Event description:
New information states that the left ventricular lead induced diaphragmatic stimulation and it was turned off at the end of 2014. Subsequently, during the generator replacement procedure, due to normal eri, the lead was tested with a pacemaker system analyzer and it continued to cause diaphragmatic stimulation. The lead was capped and replaced on (B)(6) 2018. The patient was asymptomatic before, during and after the event; and was in stable condition in the recovery room.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain around the device. A pocket revision was performed resolving the issue. No further information was provided.